Event description:
On 03-mar-2020: follow up information was submitted to update expiry date and result of complaint investigation of the returned used device (1 set) showed that the visual inspection was within specifications, but in the click test it was found that the connection between tubing connector and cannula does not make the click (the click-legs of tubing connector have damages (deformed). Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing came apart at quick release. In the morning of the day before this report, the patient put on a new set and was fine. In the morning of this report (dated (B)(6) 2019), the patient got up and ate breakfast and was loading propane truck and blood glucose level went up, which usually does but the patient did not pay attention. The patient was on the road and was driving and kept going up and up and then set came off. The site location was at the side of the abdomen and the pump was located at the dead center. The infusion had been in use not even for 2 days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing came apart at quick release. In the morning of the day before this report, the patient put on a new set and was fine. In the morning of this report, the patient got up and ate breakfast and was loading propane truck and blood glucose level went up, which usually does but the patient did not pay attention. The patient was on the road and was driving and kept going up and up and then set came off. The site location was at the side of the abdomen and the pump was located at the dead center. The infusion had been in use not even for 2 days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.